Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right-side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture was received on nov 19, 2024. With lot number 1361268. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture : observed an opening assessed as fold flaw opening. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.